Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No onsite inspection was required as the hospital confirmed the issue was resolved after replacing the fuse in the wall outlet. There was no issue with the navigation system. No parts required replacement on the system. Issue not related to system.

Event description:
A site representative reported that outside of a procedure, the navigation system shut down during operation. It was reported that the wall socket outlet fuse shuts off occasionally. The user started the system up again. The reported issue occurred three times. There was no patient present when this issue was identified. No additional information provided.